Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect when the stimulation was on. The patient only felt stimulation on one side of the body instead of both. There was no known accident or incident related to this complaint. Impedances were reading >10,000 ohms. All pairs with 0 thru 7 are at least over >10k or >40k. On the 8-15 side, impedances were in normal range (700-1,000 ohms). They were considering adding a percutaneous lead to address 0-7 side that has lost stimulation. Additional information has been requested, but was not available as of the date of this report.